Event description:
It was reported that the patient presented for a procedure. Prior to the procedure, upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. The noise was reproducible with isometric exercise. No intervention was performed, and there were no patient consequences. The patient will be further monitored.